Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation, beginning in (B)(6). The patient was unable to adjust stimulation, even after receiving a new patient programmer. She received the poor communication icon on her patient programmer. The patient had no telemetry and a longevity calculation based on suspected parameters appeared to show normal battery depletion. Additional information received from the hcp reported that there was premature battery depletion. The ins was replaced, and it was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v508832 implanted: 2010-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4). Patient and device codes have been updated.

Event description:
Additional information received from the consumer reported that they had to have their first implant replaced after 1 year and 9 mos.